Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient also had bilateral mild ptosis and capsular contracture, unknown baker grade, patient underwent bilateral removal and replacement with mentor gel implants. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 250cc silicone breast implants which the right side ruptured and 3 large axillary lymph nodes with silicone on the left side which occurred after implantation. Per MRI findings done on (B)(6) 2019-intra capsular rupture on the right implant and 3 large axillary lymph nodes with silicone on the left implant. The issue was confirmed by the physician. As a result patient is scheduled for explantation on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On 10/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information on 10/22/2019 indicated: left side baker grade: vi, and right side baker grade: vi. This report is for the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior aspect. Within the crease, a rupture was noted in the posterior aspect, measuring approximately 0.4 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).